Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower scan values with a diagonal upwards arrow while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained a scan of 87mg/dl and experienced "tiredness and sweating" and was taken to the hospital where a blood glucose of 220mg/dl was obtained in the hcp meter. The customer was treated with "16 or 17" units of humalog insulin and 2 bags of unspecified IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The initial reporter¿s phone number is unknown and the number is a placeholder.

Event description:
A customer reported lower scan values with a diagonal upwards arrow while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6)2019, the customer obtained a scan of 87mg/dl and experienced "tiredness and sweating" and was taken to the hospital where a blood glucose of 220mg/dl was obtained in the hcp meter. The customer was treated with "16 or 17" units of humalog insulin and 2 bags of unspecified IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.